Event description:
Information received indicates the brake is not holding when the stretcher is pushed.

Manufacturer narrative:
The technician indicated that he upgraded this stretcher with a brake upgrade about one month ago and the brake is failing again. The technician only repaired the head end at that time. Repairs have not been completed.